Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing, low pacing impedance caused by a fracture on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of oversensing noise, lead fracture and low pacing impedance were confirmed. As received, a complete lead was returned in one piece. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 25.0 cm to 27.5 cm from the connector pin and the outer insulation and inner insulation were damaged with all of the outer coil filars fractured at 25.8 cm from the connector pin due to clavicle crush. The cause of the reported events was isolated to clavicle crush.